Event description:
Report rec'd of an unspecified inaccurate rate of delivery. It was reported that the device was returned from clinical service with a note stating "inaccurate flow rate". No info was available related to whether the event was a reported under or over delivery. There was no tracking information (nurse, patient, location) included on the note. There was no incident report generated with this device serial number attached. Though requested, there was no further info available.